Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter stated that the pump was suspending without user intervention, and the suspend setting had to be turned off each time. The pump was allegedly also emitting no delivery warnings. The user reportedly discontinued use of the pump due to the unintended suspensions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.